Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an esophagogastroduodenoscopy procedure on an unknown date for treatment of a possible gastrointestinal bleed. Note: three resolution 360 ultra clips were used in the same esophagogastroduodenoscopy procedure on an unknown date. Additionally, the same patient subsequently underwent an additional surgery on an unknown date. During the procedure, after successful placements of two resolution 360 ultra clips, a third resolution 360 ultra clip was used and bleeding was noted to have started. The patient became hypotensive and the patient went into a dic and was admitted to the ICU where the patient later died on an unknown date. It is unknown what was used to complete the procedure. It was reported that an unknown additional surgery occurred as a result of the procedure. Note: this medical device report is being filed in an abundance of caution as there is no alleged malfunction with the resolution 360 ultra clip. This report pertains to the first of three resolution 360 ultra clips that were used during the same esophagogastroduodenoscopy procedure on unknown date. It was reported a patient complication of hypotension leading to dic with an outcome of death on an unknown date. The extent of the impact, if any, of the procedure or resolution 360 clip to the patient expiration is unknown. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imrdf impact code f02 captures the reportable event of death. Imrdf patient code e0506 captures the event of hemorrhage, major. Imrdf impact code f1901 captures the event of additional surgery. Imrdf impact code f0801 captures the event of intensive care. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.